Event description:
It was reported the menu cannot be accessed (does not go to this when device turned on). It was also reported the device is broken. The device was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).